Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Tandem technical support reviewed the pump data and determined the pump software delivered off of the pump personal profile settings and not based off the control iq settings. A pump reset was performed and customer resumed insulin delivery. Customer¿s blood glucose level was 52 mg/dl. Customer consumed carbohydrates to address low bg.